Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display due to severe corrosion on electronic assemblies. Unable to perform displacement test due to blank display. Unit received with corroded force sensor assembly and corroded motor home switch. Unit received with cracked battery tube threads and cracked battery tube area.

Event description:
The customer reported via phone call that they had a crack on the battery compartment of the insulin pump. The customer's blood glucose at the time of the incident was 135 mg/dl. Trouble shooting was not performed, and the insulin pump was returned for analysis.